Event description:
It was reported the pt expired. The cause of death is unknown. Unable to follow-up with contact info provided, no additional info was obtained.

Manufacturer narrative:
Final programmer analysis revealed no anomaly found - normal programmer function.